Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. Nurses prepared the sheath and dilator per recommendations (flush out sheath with 20cc syringe, flush out dilator, insert dilator into sheath). Sheath was used to perform transseptal puncture with nrg needle. After successful puncture, dilator was removed from sheath ('break off' dilator with a 45 degree angle from the sheath in order to pull out dilator). After removing dilator, sheath was aspirated. Important to note is that at this point, only blood was seen to be aspirated, no air was visible inside syringe/3-way stop clock. The sheath was then connected to a continuous flush (pressurized saline), whilst simultaneously the catheter was prepared per recommendation. The catheter was then connected to a continuous flush and to the generator before the guidewire was retracted to the tip of the catheter and was introduced into the sheath. After introduction and visualizing the catheter in the sheath, the sheath was aspirated. Upon aspiration, the physician noticed lots of air bubbles being aspirated into the syringe and traversing the 3-way stop clock. The physician then removed the catheter from the sheath. It was noticed that the sheath valve was not leaking any blood. The physician then aspirated the sheath again and noticed that aspirating without the catheter resulted in no air bubbles being aspirated into the syringe. The physician then re-introduced the catheter into the sheath. To test if the cause of the air bubbles was maybe the catheter, the guidewire was removed from the catheter and the central lumen (used to introduce that wire) was closed off from any air with a plug (to create a fully closed loop within the catheter). The physician then aspirated the sheath again, and again there were lots of bubbles being aspirated. At that point, the physician and sales representative were convinced the cause of the issue was the sheath. The sheath was then removed, and another sheath was used. No air bubbles were present upon aspirating with the catheter inside the new sheath and the procedure was successfully completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. Nurses prepared the sheath & dilator per recommendations (flush out sheath with 20cc syringe, flush out dilator, insert dilator into sheath). Sheath was used to perform transseptal puncture with nrg needle. After successful puncture, dilator was removed from sheath ('break off' dilator with a 45 degree angle from the sheath in order to pull out dilator). After removing dilator, sheath was aspirated. Important to note is that at this point, only blood was seen to be aspirated, no air was visible inside syringe/3-way stop clock. The sheath was then connected to a continuous flush (pressurized saline), whilst simultaneously the catheter was prepared per recommendation. The catheter was then connected to a continuous flush and to the generator before the guidewire was retracted to the tip of the catheter and was introduced into the sheath. After introduction & visualizing the catheter in the sheath, the sheath was aspirated. Upon aspiration, the physician noticed lots of air bubbles being aspirated into the syringe and traversing the 3-way stop clock. The physician then removed the catheter from the sheath. It was noticed that the sheath valve was not leaking any blood. The physician then aspirated the sheath again and noticed that aspirating without the catheter resulted in no air bubbles being aspirated into the syringe. The physician then re-introduced the catheter into the sheath. To test if the cause of the air bubbles was maybe the catheter, the guidewire was removed from the catheter and the central lumen (used to introduce that wire) was closed off from any air with a plug (to create a fully closed loop within the catheter). The physician then aspirated the sheath again, and again there were lots of bubbles being aspirated. At that point, the physician and sales representative were convinced the cause of the issue was the sheath. The sheath was then removed, and another sheath was used. No air bubbles were present upon aspirating with the catheter inside the new sheath and the procedure was successfully completed without patient complications. The device is expected to be returned.